Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy with polypectomy. According to the complainant, no evidence of bipolar output was noted during the procedure; therefore, the procedure was completed using another endostat ii electrosurgical unit. Following the procedure, the biomedical engineer tested the unit and found bipolar output to be very low. It was reported that, in the "continuous" mode, bipolar output was only 12w when set to 50. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact procedure date is unknown, but it was reported that the procedure was performed on (B)(6) 2012. (B)(4) for the reported event: low bipolar output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some decals and minor scratches on the cover; the decals had caused some paint discoloration. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues with the unit were found. The unit passed the endostat ii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of low bipolar output; the complaint was not confirmed. The returned device showed neither evidence of the reported issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy with polypectomy. According to the complainant, no evidence of bipolar output was noted during the procedure; therefore, the procedure was completed using another endostat ii electrosurgical unit. Following the procedure, the biomedical engineer tested the unit and found bipolar output to be very low. It was reported that, in the "continuous" mode, bipolar output was only 12w when set to 50. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.